Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the patient was not showing up. A technical support specialist (tss) dialed into both the station and the server successfully, reviewed the patient enterprise server, and identified two profiles for the patient as an active temporary admitted profile and a previously admitted but now discharged profile. After logging into the station, the tss confirmed that the patient appeared under a temporary profile. The customer reported that they could view the patient information but were unable to dispense medications, as only general medications were visible. The tss verified that no medication orders were associated with the temporary profile and explained that temporary patients created directly on the station do not have linked medication orders and therefore only generic medications are available. The customer was advised to send an admit message for the patient from the hospital active directory system to generate the correct visit and associated orders, and it was confirmed that the visit ID containing the existing orders had already been discharged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient was not displaying on the station. The patient was registered and had active medication orders; however, the patient did not appear on the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.